Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a repeat cardiac ablation, a suspected foreign material was observed on intracardiac echocardiography (ice) as appearing to be adhered but "wiggling" on or in the lattice of the catheter while the catheter was in the left atrium. Femoral access was obtained, an initial heparin bolus of 5,000 units was administered, and ice followed by transseptal access. A heparin infusion was started, the catheter was advanced through the another manufacturer's sheath into the left atrium, and a pre-voltage map was created. Pulsed field ablation was performed in the left atrium with targets including the left atrial ridge, roof line, floor line, right carina, and around the majority of both right and left pulmonary veins, and a lateral mitral line was created using radiofrequency energy near the annulus and pulsed field energy further from the annulus. Activated clotting time (act) values obtained during the procedure were reported as greater than 400 on multiple checks, and the heparin infusion was placed on hold due to the elevated activated clotting time. After completion of a post-voltage and activation map, the catheter was pulled back into the right atrium, a brief cavotricuspid isthmus (cti) voltage map was created, and radiofrequency lesions near the annulus and pulsed field lesions further away were delivered. After the third pulsed field lesion in the right atrium, a red error indicated the pump had stopped, and the pump was restarted. At that time, the physician observed on ice what was described as "a clot wiggling around on or in the catheter's lattice" and the size and color of the material was unknown. The catheter was removed from the body, the irrigation remained running, and the catheter was examined outside the body with no foreign material seen. The case was completed. The patient was extubated, followed commands, was transported to recovery, and reported no symptoms. No patient complications have been reported as a result of this event.